Event description:
Indication: chronic inflammatory demyelinating polyneuritis, hereditary factor viii deficiency. Home healthcare nurse is there, and patient is infusing gamunex-c however about 50ml into the 1000ml infusion, curlin pump stopped infusing. Home healthcare nurse (B)(6) advised that she unplugged the pump and still not working. Pump is showing it's on and looks like it's running however no flow (lines checked) and no error code. Pump serial number is unknown. No further information/details provided. Unknown if md aware. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Device is available for return. Pharmacy is replacing device. Reported to (B)(6) by: health professional.